Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device used for treatment, was returned for evaluation. The complaint stated: ¿the implants of the device did not deploy properly.¿ this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. The blue split protective cannula was not returned. T1 had been freed from the distal tip of the needle. T2 and was still within the track. Suture was attached and had been disrupted during removal of the depth limiter for trimming. It was not returned. No needle damage was noted. T2 was positioned fully forward upon return. T2 stripped off the needle tip, as expected, with a gentle tug of the leading suture. Per instruction for use: ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ no mechanical issue was found; the manual actuator was functional. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. (B)(6).

Event description:
It was reported that during a meniscal refixation, the implants of the ultra fast-fix ab did not deploy properly. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. The results of investigation have confirmed that the malfunction is, in fact, t2 non-deployment, which is a reportable malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.